Event description:
It was reported the needle cannula/hub was found separated during use on the patient. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one picture and one video for analysis. The photo and video revealed the cannula was separated from the hub. The customer also returned one open ra kit containing a catheterization device. The catheter was not returned. Visual inspection confirmed the cannula was separated from the hub. No obvious signs of glue were present on the needle cannula or hub. The swg was returned inserted into the cannula. Upon attempting to remove the swg, it became unraveled. The inner diameter of the needle hub measured 0.035", which is within specifications of 0.0345-0.0350" per hub graphic. The outer diameter of the cannula measured 0.03225", which is within specifications of 0.0320-0.0325" per cannula graphic. Functional testing cannot be performed as a part of this complaint investigation due to the damage to the needle. A device history record review was performed, and no relevant findings were identified. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle cannula had separated from the needle hub. Microscopic examination revealed that there was little to no adhesive residue on the proximal end of the cannula or in the hub. The sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the needle cannula/hub was found separated during use on the patient. No patient harm was reported. The patient's condition was reported as fine.